Event description:
Imp - (B)(4).

Manufacturer narrative:
Additional manufacturer narrative: serial number and device manufacture date are still unknown. The customer was instructed to follow up with nihon kohden after additional troubleshooting. The customer failed to contact nihon kohden. Nihon kohden attempted to contact the customer but the customer did not respond.

Manufacturer narrative:
Our tech support asked the customer to restart the central monitoring system and the org telemetry receiver and to check the org receiver closet. We had also asked if there was a power outage of some kind, and they stated that was his assumption as well. Biomed to call back. We followed up with this customer and was told that this person was out till (B)(6) 2015. Left message for them to return our call.